Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Per customer, no patient information will be provided.

Event description:
It was reported that the pca pump module had "channel disconnected" error during an infusion of morphine. The inter-unit interface (iui) connector was changed and sent for repair. There was no patient harm.